Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh9020tdd, lot#serial#: (B)(6), product type: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown)via an implantable pump for non-malignant pain. The patient reported that when they get so far to the part where the medicine was being deliver, when they do a bolus, it takes forever. Patient stated when it gets to 9%, it was taking forever before it goes to 10 for the medicine to be distributed. Patient stated they were losing a bolus at 11:30pm. Agent assisted patient with clearing the data on the handset. Patient was able to connect to the pump and confirmed she is getting the locked-out screen for 38 min. Agent confirmed the pump time was an hour off and reviewed device function. Patient service reviewed lockout information. The troubleshooting steps that were taken on the call resolved the issue.